Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the malfunction did not recur. The customer was informed they could continue using the pump and to call back if any malfunction code recurs, and they acknowledged and understood this instruction.